Event description:
Blood loss >275ml from system separation. Rn noticed that pt's access was leaking blood down the arm into the chair and on the floor. After assessing pt, the nurse discovered that the pt's venous needle was dislodged. The access was taped appropriately using the butterfly technique but the tape was not secure to the pt's arm. Pt's bp was 135/57, hr 65 and the pt c/o "feeling lightheaded". Pt was sent to the ER via ambulance for further eval.

Manufacturer narrative:
Though, no product was returned, 3m tested product retains from the implicated lot and product was found to be within specification.